Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements and pacing not delivered when required. The lead was surgically abandoned and a new rv lead implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.